Event description:
It was reported that an ilet user experienced hyperglycemia after a supply and insulin cartridge change, with blood glucose readings reaching a high of 351 mg/l and subsequent decrease toward 280 as the new set began regulating glucose; no leaking was observed and insulin usage appeared higher than expected, with only 14 units remaining in the cartridge. Symptoms included elevated blood glucose. Outcomes included no injury, no medical intervention beyond routine troubleshooting, and no hospitalization. Investigation included customer interview, device use review, and troubleshooting education regarding insulin consumption, correction dosing, and expected post¿set-change regulation. Investigation of this case revealed that glucose levels trended downward after the new set was placed, consistent with expected regulation, and no device malfunction was identified. It was concluded that the event was consistent with hyperglycemia of unclear cause with resolution after routine management and continued device use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.